Event description:
.

Event description:
Boston scientific received information that this device exhibited a fault code 1003 on (B)(6) 2012, which was discovered 16 days later via remote monitoring. Boston scientific technical services (ts) was consulted and recommended immediate replacement of the device. The field representative noted the patient has had many high voltage charges. Ts discussed the fault and that this indicates the device battery voltage is depleting more rapidly than expected. Two days later this device was explanted and successfully replaced. No adverse patient effects were reported during the replacement procedure.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitor(s) that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.